Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (over 600 mg/dl at its highest). A correction bolus and insulin injections were used to address the high bg level. The customer was confident that the pump was functioning properly. The customer thought that the basal rate and correction factor needed to be adjusted. The customer had scheduled an appointment with a healthcare provider to discuss the high bg levels.